Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I (tropi es) result was obtained from a single patient sample using vitros troponin I es reagent lot 4330 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 4330 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4330. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4330 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A potential cause of the event is an instrument related issue possibly caused by inadequate instrument maintenance. An ortho field engineer (fe) was unable to raise the lift pins through the diagnostics mode of the instrument confirming an issue noted by the customer and identified through the posting of condition codes on the analyzer. Following ortho fe service and maintenance actions a post service vitros tropi es within run precision test processed on the vitros xt 7600 system yielded results that were within ortho acceptable guidelines indicating that the performance of the vitros xt 7600 integrated system had been returned to expectations following ortho fe actions. However, as precision testing was not processed around the time of the event, an instrument related issue could not be confirmed as the cause of the event. Pre-analytical sample processing could not be entirely ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(6).

Event description:
A customer observed a non-reproducible, higher than expected troponin I (tropi es) result from a single patient sample using vitros troponin I es reagent lot 4330 on a vitros xt 7600 integrated system. Patient sample result of 0.124 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I (tropi es) result was obtained from a single patient sample using vitros troponin I es reagent lot 4330 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 4330 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4330. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4330 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A potential cause of the event is an instrument related issue possibly caused by inadequate instrument maintenance. An ortho field engineer (fe) was unable to raise the lift pins through the diagnostics mode of the instrument confirming an issue noted by the customer and identified through the posting of condition codes on the analyzer. Following ortho fe service and maintenance actions a post service vitros tropi es within run precision test processed on the vitros xt 7600 system yielded results that were within ortho acceptable guidelines indicating that the performance of the vitros xt 7600 integrated system had been returned to expectations following ortho fe actions. However, as precision testing was not processed around the time of the event, an instrument related issue could not be confirmed as the cause of the event. Pre-analytical sample processing could not be entirely ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(6).

Event description:
A customer observed a non-reproducible, higher than expected troponin I (tropi es) result from a single patient sample using vitros troponin I es reagent lot 4330 on a vitros xt 7600 integrated system. Patient sample result of 0.124 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd 498344.